Event description:
End user reports 26 out of 30 catheters had a 'clear oily substance inside the catheters and packaging. The substance seeped through the paper backing on some of the catheters'. Initially EU did not realize the issue occurred and he did perform intermittent urinary self-catheterization with 2 of the catheters. Photos depicting the reported complaint issue were provided by the complainant. There was no harm reported.

Manufacturer narrative:
Device 3 of 26. A2: 47 years. A3: male. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.